Event description:
Information was received indicating that a smiths medical pump was presenting with a "cassette not attached properly" error. There was no reported adverse events.

Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. The tamper seal was missing. The dso seal was pealing off. The screen was also scratched. The pump had contamination. A review of the event history log evidenced the following: (B)(6) 2020 9:37:21 am high alarm displayed: cassette not attached properly the customer reported product problem was replicated. The investigator attached a cassette and performed functional tests. The tests failed. The product problem occurred because of fluid ingression. The dso sensor was replaced in order to correct the problem. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.